Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Trending shows a few impedance spikes of greater than 3000 ohms since (B)(6) 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Trending shows a few impedance spikes of greater than 3000 ohms since july 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Trending shows a few impedance spikes of greater than 3000 ohms since (B)(6) 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported. Additional information was received. A health care professional (hcp) indicated that the rv pace impedance has intermittently been reaching out of range values again. Provocative maneuvers were performed, and noisy signals not sensed by the device were observed. Boston scientific technical services (ts) reviewed data from the device and confirmed that the rv lead impedance has been fluctuating, the shock impedance has remained quite stable over the last year and the intrinsic amplitude seems to be slightly decreasing. Ts explained that because the implanted device has a specific type of header design that is not being used anymore in new devices, it has a higher risk of fretting, which is a type of device-lead interface anomaly. Provocative maneuvers were recommended again, and commanded shock testing was also discussed as part of troubleshooting steps for this system. Evidence suggests this rv lead remains in service and no adverse patient effects were reported.